Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 04/09/2024, it was reported by a sales representative via sems-06534706 that an ar-600pd-3 pin driver attachment was broken the pin was spinning freely. This occurred during a case with no effect on the patient or procedure delay.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint confirmed. Vendor evaluation determined the cause to be an end-user maintenance issue.